Manufacturer narrative:
Addi evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridges revealed that each loading unit was partially fired and the anvil clamping mechanisms were deformed. Functional testing of the loading units found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a thoracoscopic assisted thoracoscopic pleural adhesion plus right upper lobe resection and right lower lung wedge resection, while the device was being applied to the right upper lobe bronchus, the handle broke. The card slot in the handle was broken and also made noises while cutting the blood vessel. The I-beam was not pushed to the end. After forcibly returning, the staple was not formed. The bronchus was cut with scissors and the surgeon sutured it by hand. After replacing the handle, the interlobular fissure broke, the reload broke, and the staples burst again. The surgical time was extended for 30 minutes or more. The incision was extended for more than 1 inch (2.54cm).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a thoracoscopic assisted thoracoscopic pleural adhesion plus right upper lobe resection and right lower lung wedge resection, while the device was being applied to the right upper lobe bronchus, the handle broke. The card slot in the handle was broken and also made noises while cutting the blood vessel. The I-beam was not pushed to the end. After forcibly returning, the staple was not formed. A part of the handle dropped into the patient's cavity. The bronchus was cut with scissors and the surgeon sutured it by hand. After replacing the handle, the interlobular fissure broke, the reload broke, and the staples burst again. The surgical time was extended for 30 minutes or more. The incision was extended for more than 1 inch (2.54cm).